Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was handling of the device. The event can be prevented by following the instructions for use which states: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material remaining in the suction channel. There was no patient involvement.

Event description:
Customer clarified a clip was the stuck foreign material that exited the device.

Manufacturer narrative:
Customer clarified the foreign material found was a clip that exited the device. Additional information provided b5, h4, h11.